Event description:
Device report from synthes europe reports an event in (B)(6) as follows: etn protect study reported an adverse event of proximal screw breakage. The event was of mild severity and definitely related to device and possibly related to procedure. This report is on an unknown screw. This report is 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis patient ID: (B)(6). Device is an unknown screw. 510(k) cannot be determined without a part number. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.